Manufacturer narrative:
One unopen and unused sample had been received for quality investigation. The customers complaint of the connector is not fully attached to the tubing which causes air in the line could not be verified by investigative testing. The sample was open and visually examined. No breaks or defects where found during visual inspection of the device. The tubing was then primed and examined for any signs of air in line during the priming process. Bubbles were present during the priming process, however, allowing the infusion set to prime properly, and agitating the tubing to release any air bubbles that were stuck to the tubing, no further bubbles were formed. A device history record review for model 10942011 lot number 20076642 was performed. The search showed that a total of 11,523 units in 1 lot number was built on 15jul2020. There were no quality notifications issued for the failure mode reported by the customer during the production build of this set. A root cause could not be established because the failure mode could not be replicated during the testing of the device. (B)(4).

Event description:
It was reported that a as lvp 20d experienced air in line and component separation during use. The following was reported by the initial reporter: "it was reported that the connector is not fully attached to the tubing which causes air in the line. Verbatim: we have been using the no port infusion set for the alaris pumps for some time. Recently a change was made that introduced a couple of connections into the tubing instead of having a consistent piece of tubing. These connections do not fully seat the tubing together introducing turbulence into the system when priming. This causes air to be trapped in the system that is difficult to remove. Priming at a slower rate helps but does not eliminate the issue. This appears to be a new design of the tubing so I would consider it a design flaw that needs to be corrected. The set I have specifically is lot (10)20076642 with an expiration of (17) 2023-07-15. I¿m happy to send a sample of this set in if required."